Event description:
After 3 days of iab therapy blood was noted in the tubing. No pt injury was reported.

Manufacturer narrative:
H11- all unk info requested/not received. H11- section f completed by MFR.